Event description:
It was reported that while using the needle 30 x 1/2 rb, leakage occurred, resulting in medication in doctor's eyes. The following was received by the initial reporter: customer reported when medication was pushed (lidocaine) the medication came out from the hub and luer lock connector resulting in medication getting in the doctor's eyes. This occurred in the ER setting. Some needles seem to be clogged resulting in not drawling up medication. Additional information: the doctor has to flush his eyes.

Manufacturer narrative:
It was reported that medication leaked from the hub and luer lock connector and that some needles appeared to be clogged. To support the investigation, sixty two samples in sealed blister packaging were received for evaluation by the quality team. A visual inspection identified no defects or imperfections. Each sample was then connected to a syringe and flushed with saline solution, all exhibited normal flow, and no leakage was observed at the luer connection. A device history record (DHR) review was completed for material number 305106, lot 4116509. The review did not reveal any quality issues during production that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections complied with specification requirements. Based on the investigation, including analysis of the returned samples, the customer¿s reported condition could not be confirmed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.